Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the aliquot probe and aligned the aliquotter and reagent shuttle 2. The aliquot touchpoints were cleaned and the system was reset. The cause of the injury to the operator's hand was due to unintended use error and the operator's technique. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 500 instrument scratched and cut her hand on the aliquot touchpoints of the instrument while cleaning the instrument. Personal, protective equipment (ppe) was worn. The wound was cleaned and a band-aid was applied by the operator. The operator underwent laboratory protocol testing, which passed. There are no reports of patient intervention or adverse health consequences due to the operator's injury.